Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered impedance alerts for high bipolar pacing impedance and low rv tip-to-rv coil pacing impedance. A lead integrity alert (lia) triggered with increased sensing integrity counter (sic), high rate non-sustained episodes, oversensing and noise. Additionally, it was noted that the right atrial (ra) lead displayed high thresholds. The rv lead was reprogrammed and eventually extracted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.